Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿replace sensor," while using the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer developed unspecified symptoms of hypoglycemia and "felt that he was going to pass out." The customer was then provided candy by their father for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor ((B)(6)) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing while in the test fixture. All results were within specification. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.this serves as a correction report as the initial MDR report inadvertently was missing the physical investigation for the reported sensor. Sections d9, g3, h3, h6, and h10 were updated to reflect the investigation of the returned sensor as well.

Event description:
A customer reported the error message, ¿replace sensor," while using the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer developed unspecified symptoms of hypoglycemia and "felt that he was going to pass out." The customer was then provided candy by their father for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.